Event description:
It was reported that the patient's device was toning every four hours. This was due to an alert that was triggered due to out of range impedances. The right ventricular (rv) and left ventricular (lv) lead impedances were high and the bipolar rv impedance was at zero. The patient was undergoing an ablation procedure which overlapped the time of the alert. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Out of range impedance noted on (B)(6) 2015 for multiple channels; according to health professional, coincident with an ablation procedure. Concomitant medical products: 419478 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).